Manufacturer narrative:
Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. Yet, the current cumulative leak rate found with the use of the car 27 device falls within the lowest range of the leak rates reported in the literature for hand-sutured or stapled anastomoses.

Event description:
A patient underwent a lap assisted sigmoid colectomy in 2009. Anastomosis was 15 cm height from anal verge. Patient had flatus on pod 3 and bowel movement on pod 6. Patient was discharged from hospital on pod 7. Thirteen days later, the patient came back to the hospital emergency room complaining of abdominal pain. Upon opening, the area of concern was identified as the site of anastomosis. The lateral side of the anastomosis had dehisced, the area was repaired with suture and the patient was given a colostomy and subsequently a hartmann's to be performed. The patient is currently recovering.